Manufacturer narrative:
(B)(4).

Event description:
It was reported that increasing pacing lead impedance and capture threshold were noted. The patient did not experience any symptoms and no therapy was delivered due to the lead issue. The lead will be capped and replaced. The patient is stable.